Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a ventricular tachycardia ablation procedure, the catheter fractured while inside the patient. While the catheter was inside the patient, it was noticed via fluoroscopy that the device was fractured and cracked open. The device was removed and another device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation.  It was confirmed that the distal tip of the catheter was kinked and fractured approximately 1.25 cm from the catheter distal tip. However, the catheter was in one piece. The catheter tip dissection was verified the presence of the components, no anomaly was noted; even with the damage on the tip section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the fracture remains unknown.